Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on feb 14, 2019. Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes (B)(4)). Method code #1: 10 - testing of actual/suspected device, method code #2: 11 - testing of device from same lot/batch retained by manufacturer, method code #3: 3331- analysis of production records, results code: (B)(4)- improper physical structure, conclusions code: 4308 - cause traced to transport/storage. The sample was returned for investigation and pictures were provided with the complaint that confirmed the damaged as reported. A representative retention sample from the same lot number was visually inspected and found to have no damages or anomalies, specifically with the caps and ports on the reservoir lid. The packaging of the product ensures protection against normal scenario damage to the reservoir and its components during shipping. It is apparent that an object penetrated the box, damaging the outer carton, the inner pulp, the sterile bag and the unit itself, however, when or how this damage occurred was not able to be determined. All reservoirs are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, the oxygenator did not have the blue covers on 3 of the suction ports and the purge line was bent and broken. No patient involvement.